Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. Customer tested for ketones and found positive. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), and hospitalized. The event involved product(s) mmt-397, mmt-332a, mmt-1780kpk. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-397. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with broken one heat stake post on the original battery cap. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, missing display window cover, cracked select button keypad overlay, serial number label fading and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Pump received with broken one heat stake post confirmed on the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.